Manufacturer narrative:
Results of sample examination will be filed in a supplemental report when completed.

Event description:
Guide wire unravelled during procedure. Unable to obtain if medical intervention was required.